Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in to the clinic with driveline communication fault alarms. The patient had visible damage superior to the modular cable connection that was reportedly just due to wear and tear. The log file review confirmed the comm fault on (B)(6) 2022 which persisted through the remainder of the log file. It was recommended to apply rescue tape and to clear the alarms. The modular cable was exchanged and was sent back for evaluation, it was reported the exchange did not resolve the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults; however, a specific cause for these events could not conclusively be established through this evaluation. The submitted log files captured driveline communication fault alarms starting on (B)(6) 2022. A modular cable exchange was performed, but intermittent communication fault flags were still observed in the log files immediately after; however, no associated alarms were captured. The pump appeared to have operated as intended at the set speed throughout the duration of the files. Evaluation of the submitted photos confirmed damage to the outer jacket of the pump cable. A specific cause for this damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the driveline communication fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.